Manufacturer narrative:
(B)(4). Currently is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the ring kept coming off of the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was 12 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, end cap address label missing and minor scratched lcd window.